Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the issue occurred with multiples supplies. Additionally, multiple minimum fill notifications occurred. Customer's blood glucose level was 500 mg/dl. Although requested, the customer declined to received further assistance and reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer regarding pump data upload; however, no response from the customer was received.